Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the thread came off of the needle. A new suture was used to resolve the issue and complete the case. There was no patient involvement.